Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that following the laser assisted portion of the cataract surgery, during the phacoemulsification of the lens, there was a rupture on the posterior capsule in the right eye. Per the surgeon, the laser treatment portion was uneventful. The surgeon performed an anterior vitrectomy and a sulcus lens was implanted. The procedure was completed with no further complications.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).